Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product analyses center (pac) and the cause of the reported issue was determined to be due to is liquid that caused short circuit of the system pcb assembly.